Event description:
Medical technologist intended to flip the metal cover door upward in order to perform routine set-up. The right side door hinge broke. The cover door fell on the right forehead, causing bruising. No skin was punctured.